Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where it repeatedly went out of range. A field service engineer (fse) inspected the refrigerator and moved it away from the back wall, then monitored and verified that the temperature decreased to the normal range, resolving the issue. Further, the customer tested the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the unit frequently goes out of temperature range. The customer also observed a burning smell emanating from the rear of the refrigerator. However, there were no delays or adverse events or injuries reported based on this event.